Event description:
It was reported that during an MRI guided vacuum assisted breast biopsy through mass density, the needle of the device allegedly broke off. It was further reported that the half of the needle lodged in the visiloc and the other half remained in the patient. Reportedly the broke fragments were removed using clips and confirmed no metal was left behind. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.